Event description:
It was reported that, 2½ years ago, the patient¿s pump turned off as a result of having a CT with contrast. It was noted that the CT settings were ¿higher than what the pump could handle¿. The issue was not realized until 1½ days later when the patient started to have withdrawal. It was also reported that the CT was done to see if the catheter was kink or had fallen out. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008-(B)(6), product type catheter product ID 8731sc, serial# (B)(4), implanted: 2008-(B)(6), (B)(4).

Manufacturer narrative:
(B)(4).